Manufacturer narrative:
Per tandem¿s user guide: insulin should be at room temperature before filling cartridge. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer reported using cold insulin. Tandem technical support informed customer that using cold insulin is off label per tandem user guide. Customer changed pump supplies to address issue. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
D9: returned to manufacturer?: yes, date returned: 7/6/22, h3: reason for non-evaluation: anticipated but not begun; uncheck not returned to manufacturer box. H10: the device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Remove codes: 4114, 3221, 67 add codes: 4118, 3233, 11 d9: returned to manufacturer?: yes, date returned: 7/6/22, h3: reason for non-evaluation: anticipated but not begun; uncheck not returned to manufacturer box. H10: the device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Remove codes: 4114, 3221, 67 add codes: 4118, 3233, 11